Manufacturer narrative:
(B)(4). This complaint for connection issue was not confirmed. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A pediatric nurse contacted baxter (B)(4) to report that the double sealing male luer lock connector of the minicap extend life pd transfer set twist clamp had became loose during the dialysis. The patient's mother had reconnected the set. The patient was taken to the hospital to change the set, where prophylactic treatment was administered. Peritoneal liquid was clear, transparent and clinically asymptomatic. There was patient involvement, but no reports of patient injury or adverse event.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should any significant supplemental information become available